Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient lost consciousness. Events leading up to this are unclear. No bg/cgm values were provided at this time. The patient¿s wife called the paramedics. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 24 mg/dl and the cgm was reading 56 mg/dl. Ems treated the patient with IV glucose. The patient recovered at home and was not transported to the hospital. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.